Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter cuff was replaced as the device never worked and the issue was attributed to the cuff being oversized. This resulted in incontinence. No further patient complications were reported.